Manufacturer narrative:
Upon further investigation, the following has been reported in the customer's communication that the reported issue was observed in the biomed room during testing and there was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer called into technical support (ts) reporting that the device is displaying machine and proximal pressure sensors failed error message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer already replaced the cable from the motor controller (mc) printed circuit board assembly (pcba) to the data acquisition (da) pcba, da pcba and the central processing unit (cpu) pcba, and the issues is still active. The rse recommended parts mc pcba and power management (pm) pcba. The investigation is ongoing.